Event description:
A surgeon reports completing a lens exchange due to an unexpected postop refraction. A 16 diopter intraocular lens (iol) was replaced with a 19.5 diopter iol. Postoperatively, the pt had been treated for inflammation and is improving. Prior to the lens exchange, the pt was +1.50 diopters. Following the lens exchange, the pt in myopic. Add'l info has been requested.